Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on an unknown date in 2010, "patient made mistake/touch contamination" occurred. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was due to the mistake/touch contamination that previously occurred. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome of the mistake/touch contamination was not reported. The peritonitis was recovering and pd therapy was ongoing at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers, with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.